Event description:
Customer was hospitalized due to high blood glucose levels. Customer changed her infusion set the night prior to being hospitalized. Troubleshooting was done and pump passed the prime test but customer did not have the tubing clamp for high pressure test. A tubing clamp was sent and customer was instructed to call back to complete troubleshooting.